Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 01/27/2017 with the following findings. Battery compartment cracked from case seal traveling to grip pad. (B)(6).

Event description:
The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment. This report is made based on the results of an investigation completed on (B)(6) 2017.